Event description:
It was reported that the patient was found dead at home over the weekend. Log files were obtained from their system controller. It appeared that the patient had low power for their external batteries and ended up with an emergency backup battery (ebb) fault alarm for a period of time before the driveline was disconnected. It appeared that the patient attempted a system controller exchange. Following review of the log files by tech services, it appeared on (B)(6) 2025 that there were ebb faults beginning at about 9:32 am. The ebb did not pass the load test, which caused the alarms. The pump appeared to have been operating within normal parameters during that time frame. The ebb fault remained active, along with a few unusual power cable disconnect alarms while the patient was on battery power. The alarms continued until the driveline was disconnected from the controller later that same morning at about 10:01 am. The controller appeared to have been shut down at about 11:30 am on (B)(6) 2025. Prior to the driveline disconnect event, the log contained multiple low voltage and power cable disconnect alarms while on battery power. The alarms appeared to have been the result of relative state of charge (rsoc) battery data invalid flags. Additional information received on 08jul2025 reported no plan to send equipment back

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the patient's outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed a pump stop due to disconnection of the driveline; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events from 01jul2025 through 07jul2025, pet the timestamps. The log file captured a series of backup battery fault and power cable disconnect alarms leading up to the driveline being disconnected at 10:01:53 (see controller investigation). The pump stopped following the driveline disconnection and remained off for the remainder of the log file. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. No further information was provided. The manufacturer is closing the file on this event.